Event description:
Pt originally taken to surgery for a surgical procedure. During surgery a jackson pratt drain was inserted. The drain remained in place for 6 days following surgery. On the 6th post-op day, removal of the drain was attempted. The drain separated from the tubing, tube and drain remained in pt. Pt was taken back to surgery to have the drain removed. Pt went home later that day. Required add'l surgical intervention.